Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex extrasmall oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to cut through the polyp. It was also reported that the snare was unable to transmit current and unable to reopen once closed. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.